Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the device did not work. The ins was not recognizing the recharger. The patient called their healthcare provider (hcp) 2 years ago, but never heard anything back from them. The patient did not remember what the recharger showed when the patient tried charging. The patient stated it had been so long since they charged, and the last successful recharge was 2 years ago. The patient also reported last time they charged the recharger was showing the patient to contact their hcp, but the patient didn¿t remember the code. The patient said they were sure the ins needed to be replaced because it was probably damaged. The patient did not have their equipment with them to troubleshoot. No symptoms or further complications were reported.